Event description:
The patient reported that she is experiencing a shocking sensation from her interstim device. She stated that the pocket is tender and that a MFR rep tried unsuccessfully to interrogate the ins with the 8840 programmer but the shocking is being felt at the lead site. Curling up in a ball seems to eliminate the sensation. The patient further stated that she was admitted to the hospital. Follow-up with a MFR rep revealed that the patient has not visited her interstim physician regarding these events and that further info is unk.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.